Event description:
It was reported that the device was in a need for repair. The event timing was outside of surgery. There is no harm or delay reported. No adverse events were reported as a result of this malfunction. The motor quit running several times and the device was out of calibration at the 0 reading.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.